Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the software was corrupted. The fse proceeded to reload the software from the beginning, updated the procedure card, reloaded epx, restored the backup, and configured the angio pro system. After repairs, the system was returned to use in good working order.